Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as red itchy spots under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a sodium ointment for the skin irritation. Follow up indicated that the skin irritation improved.